Manufacturer narrative:
(B)(4). Implanted in 1995. Additional concomitant medical products: unknown, unknown head, unknown; unknown, unknown head, unknown; unknown, unknown zimmer natural hip stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03601, 0001822565-2018-03600, 0001822565-2018-03603. Examination of provided patient x-rays confirms liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time. X-ray review confirms implant wear.